Event description:
Procedure: tonsilectomy. Reportedly, the anesthesiologist went near the pt to administer IV medication. The anesthesiologist touched the pt's middle finger resulting in a minor burn to both the pt and the anesthesiologist. The burns were treated with ointment. The generator was set at 35 cut and 55 coag. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.